Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The spouse of the decedent was contact, however, she requested a call back in a few days; she was busy.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The customer passed away on (B)(6) 2015. The official cause of death, according to the death certificate, was acute liver failure. The customer's blood glucose, at the time of death, was 130 mg/dl. The caller also noted that the decedent's blood glucose was 230 mg/dl before going to the hospital on (B)(6) 2015. The caller was unsure whether the insulin pump was disconnected while the customer was in the hospital. The caller was unsure whether the customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller stated that they did not know where the insulin pump was but agreed to return if found.